Event description:
It was reported by service report that the siderail cannot be latched in the top position and it was stuck low. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link. Glide rods.